Event description:
It was reported that while prepping for a coronary drug eluting stenting treatment procedure, stent damage was found. The physician removed the taxus liberte' 3.0x16mm drug eluting stent from the packing and tried to feed the stent over the wire when he noticed that the stent was flared. The damaged stent was exchanged for another liberte' stent and the procedure was successfully completed. No patient complications were reported. Patient status is satisfactory.